Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a loss of connection that occured on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/30/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. A review of the shared data log confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.